Event description:
Note: this report pertains to the third of three reported malfunctions which occurred during the procedure. Refer to MFR report #3005099803-2008-07197 for details regarding the second device. According to the complainant, the gauge needle was stuck. The device was replaced with another alliance ii integrated inflation device, which was used to complete the procedure. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "stable".

Manufacturer narrative:
Although the complainant has indicated that the suspect device is being returned for eval, it has not been received. The device eval has not been performed; the cause of the reported malfunction is undetermined.